Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stage 2 implant procedure, the lead would insert fully into the neurostimulator but could not get tightened down. Specifically, the physician tightened down the screw with the torque (with the ratchet/click sound heard) but could unseat the lead when gently pulled on. Multiple attempts using different angles resulted in the same result. A new neurostimulator was then used and everything then worked fine. There were no issues reported with the pt. If additional info becomes available, a follow-up report will be sent.